Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was initially reported the patient had experienced heating at the ipg site for two months. The patient described the sensation as pinching. The issue was reportedly unrelated to recharging and stimulation use. The patient used the stimulation 24 hours a day, and the sensation was intermittent. It was reported the sensation would last for up to one hour, and would occur every few days. The patient had lost weight and the ipg was superficial. The physician planned surgical interventions to address the issue.